Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized for inability to void their bladder or bowels due to the anesthesia from the implant procedure. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient has been discharged and there have been no reports of further complications regarding this event.